Event description:
It was reported that during the final tightening of the viper set screw at the l4, the distal tip of the tightener broke off and was flush inside the set screw; a counter torque stabilizer had been used. The broken tip was left in place within the set screw to complete the procedure.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the viper2 final tightener driver showed a fracture located on the driver¿s distal tip. The device was sent to the lab for fracture analysis. A scanning electron microscopy analysis was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the viper2 final tightener driver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis for the viper2 final tightener driver tip breaking was conducted on the individual product code, as there are no like devices to search for complaints on. Is this complaint, there was no harm to the patient however the potential for harm exists if this fault were to recur. Review of complaints found no significant trends. The root cause for the viper2 final tightener driver tip can be attributed to the handle being seized. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.